Event description:
In this case, it was reported that the valve was explanted at implant due to a perivalvular leak. According to the op report, the patient presented with severe mitral regurgitation of her native mitral valve, requiring mitral valve replacement. The mitral valve was very highly calcified. The posterior rim was an entire rim of calcification. Anteriorly, there were big chunks of calcium in the anterolateral commisure as well as in about half of the anterior annulus area. Initially, the edwards 25 mm valve (subject device) appeared to fit well and this was placed with pledgets on the ventricular side with pledgets on the atrial side. The anteromedial commissure area appeared to not hold properly and further pledgeted sutures were applied in this area to sit the valve properly. After coming off cardiopulmonary bypass (cpb), there was a significant perivalvular leak (pvl) in the region of the anterolateral commisure. Therefore, the patient was placed back on cpb, and the only way to fix the leak was to replace the valve, as well as new sutures along the entire annulus. This time around, pledgets were used again, but were placed much higher up. After seating the new valve, there was still a small pvl; however, there was no way to fix this problem. Due to the patient's extended cross-clamp and bypass time, it was decided to leave her with the small leak. The patient was transferred to the ICU in stable condition. Additionally, the healthcare provider also indicated that there was no malfunction of the explanted edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned for analysis; therefore, the root cause of this event could not be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the op report documents heavy calcification in the area of the anterolateral commissure, which was the site of the pvl. Although the root cause of this event cannot be conclusively determined, it appears that the patient's heavily calcified annulus likely caused the pvl. No further actions are possible with the available information.